Manufacturer narrative:
Pt identifier) information not provided by reporter. Age at time of event) information not provided by reporter. Weight) information not provided by reporter. (B)(4). The event is currently under investigation.

Event description:
An embolization procedure was being performed on the male patient. The guide catheter was placed and the coil was placed through the glide catheter when the tip of the coil broke off, during deployment of the coil. The glide catheter was about to be used to remove the tip of the coil from the right atrium. The remaining coil stayed in the patient as intended without incident. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one separated segment of an imwce embolization coil. The ~2.4 mm separated tip of the coil was examined. The customer statement indicates that the segment is the top of the coil; however, tip junction was not present on the returned piece. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.